Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage to the cable unit, the endoscopic image could not be displayed, and water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the cable unit, and watertightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had imaged flickered several times and then stopped working, during service. There were no reports of patient involvement.